Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: baker's grade IV capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with an unknown mentor saline prosthesis experienced right sided baker¿s grade IV capsular contracture post procedure. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
This complaint was found to be a duplicate complaint of manufacturer's number (B)(4) on 6/20/2019. The duplicate complaint was reported in a periodic summary report. Multiple pieces of information were obtained from the duplicate complaint. The impacted product was a 700cc mentor memorygel breast implant placed on (B)(6) 2009. The event date was (B)(6) 2019. Bilateral prosthesis replacement with 525cc mentor memorygel breast implants. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Concomitant product: 700cc mentor memorygel breast implant, catalog # 3507001bc, serial # (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).